Event description:
According to an article forwarded by dr. An obese patient with a history of type ii diabetes mellitus, systemic hypertension, and CABG underwent a second off-pump CABG procedure via a left thoractomy. An aortic connector was utilized to anastomose the svg to the om. Postoperatively, the patient was maintained on aspirin, metoprolol, and furosemide. On postoperative day four, the patient experienced recurrent chest pain that was unresponsive to nitrates and angiography revealed "total [thrombotic] occlusion" of the svg at its ostium. The distal vein graft remained patent. Balloon angioplasty and stent placment was performed on the left main artery and the proximal portion of the circumflex artery with "excellent angiographic results". The patient had no recurrence of chest pain and was discharged two days later. The aortic connector remains implanted and no additional information was received.